Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) has been used as a default. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of lancet 33 ga 100 count us experienced missing label information. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no:322057, batch no: 7150118. Consumer requested that expiration date on bd 33 g lancets. Consumer stated that the expiration date was not on the box.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: dhrs are legally kept for 7 years after the batch creation date. Lot number 7150118 was manufactured on june 2007 (13 years since batch creation date), thus the DHR for this lot number is no longer available. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of lancet 33ga 100 count us experienced missing label information. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no:322057; batch no: 7150118. Consumer requested that expiration date on bd 33 g lancets. Consumer stated that the expiration date was not on the box.